Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified the reported condition white screen at power up. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported white screen condition which was reproduced upon power up. This condition was determined to have been caused by a failed input/output board which required replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen condition. There was no patient injury or medical intervention associated with this event. No additional information is available.